Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_perc_extension, product type extension .

Event description:
Information received from a consumer via a manufacturer representative reported a screen 59 and screen 31 displaying on a patient programmer. It was noted that the external neurostimulator (ens) and the cable had been replaced and the issue remained the same. It was also noted that the consumer was not able to turn the ens back on, because he did not receive a controller. No symptoms were reported. Additional information received from the representative reported that the ens, twist-lock cable, and programmer were replaced, but this did not resolve the issue because the problem was a cable break just a little further then the exist site of the temporary extension. The representative went to see the consumer and the extension was broken in two pieces, which is why they got the error message and could not increase voltage or do anything. The issue would be resolved in a couple of weeks when a revision is planned to put in a new extension cable. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: 388928, lot# va1j910, product type: lead; product ID: neu_perc_extension, lot# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the extension would not be returned for analysis as it was thrown in the bin.